Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a pulsed field ablation procedure, a kink was observed in the nose of the catheter which led to the guidewire perforating the lumen. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012536338 was returned and analyzed. Visual inspection was performed and the catheter was received without the guidewire. The guide wire lumen was retracted and kinked. There was initial stiffness encountered in the slide control function, attributed likely to dried blood, yet still operational. The slide control function was performed and the guide wire lumen was extended retracted without any issue. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a catheter interface cable test, and therapy deliveries were successfully performed. Prior to the guidewire insertion, the guidewire lumen of the catheter was flushed using a decontamination solution (discide). Insertion of the test guidewire was difficult at the luer to guidewire lumen connection. The tip of the guidewire was hitting against an obstacle. X-ray imaging confirmed the integrity of the nitinol array wire was properly attached at the tip and the dual lumen. The guidewire lumen was kinked with breach at 0.84 inches proximal to the catheter tip. High magnification optical inspection confirmed the misalignment between the guidewire lumen and the luer outlet, creating an obstruction on one side of the luer outlet. In conclusion, the reported kink and perforation of the lumen was confirmed through testing and the loop catheter failed the returned product inspection due to a guidewire lumen kink and breach and guidewire lumen to luer misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.